Event description:
Customer stated that no pt involved with complaint. Long delays on touch screen monitor. Handswitch not working.

Manufacturer narrative:
Gehc surgery field service engineer replaced handswitch and hard drive to correct problems. Unit operates as intended.